Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that while in use, this 840 alarmed and stopped. The patient was placed on an alternative ventilator. No patient harm was reported. The service engineer (se) reported that the light emitting diode (led) on rear of graphic user interface (gui) central processing unit (cpu) turned off, indicating the gui cpu failure.